Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen 468 mcg/day 96.3 mcg/day 2000 mcg/ml via an implantable pump. It was reported that the patient had loss of efficacy. There were no known environmental/external/patient factors that may have led or contributed to the issue. The physician attempted dye study (unknown date) but unable to aspirate. Action/revision: the spinal segment was discarded and replaced. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient medical history was not relevant to the event.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 21-jul-2024, UDI#: 0(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.